Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm, cat#502-03-52d, lot#nr69vn. 6.5 cancellous bone screw 30mm, cat#2030-6530-1, lot#mnjm6r. 6.5 cancellous bone screw 30mm, cat#2030-6530-1, lot#n16rjr. Size 4 accolade ii 132 deg, cat#6720-0435, lot#44900104. Delta v-40 ceramic head 32/+4, cat#6570-0-232, lot#51915101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
This pi is for the left hip. It was reported by the attorney, through the filing of a legal claim, that the patient underwent a left total hip arthroplasty on (B)(6) 2015 where she was implanted with a stryker hip system. Its further alleged that the hip failed and is scheduled for revision.